Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the error code did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, and they understood and acknowledged the instructions.